Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
It was reported that during a routine visit a technician noticed that the lead was not working. Further information was obtained which indicated that there was a suspected lead discontinuity . No other relevant information has been received to date.